Event description:
The customer reported her blood glucose and insulin history is as follows: (B)(6). The pod was deactivated and she noticed the cannula was out of her skin. She was able to activate a new pod and at 5:04 pm her bg measured 126 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria